Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the first load fired fine. The second load only articulated to the right. The third load would not articulate and would not be straight to get the reload out of the device. They tried troubleshooting outside of the patient, moved articulation throttle and the device just clicked geared and went back to the neutral position. A new device was used to complete the procedure. There was no patient consequence. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a blue cartridge reload loaded on the device. The reload was received fully fired.the device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. The cartridge was loaded and unloaded without any difficulties noted.while no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa.a batch record review was performed and no anomalies were found during the manufacturing process.